Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A sys alarm occurred during a routine hemodialysis treatment. Another sys alarm occurred while performing rinseback. Treatment was ended without completing rinseback of the pt's blood, resulting in an estimated blood loss of 90cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. Clear fluid was observed, indicating that the cycler alarmed appropriately. The disposable cartridge was not returned for eval. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for troubleshooting sys alarms and performing rinseback. A direct corelation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.